Event description:
On june 2, 2008, it was reported to boston scientific corporation, a procedure using a prolieve thermodilitation kit to treat benign prostatic hyperplasia ( bph) occurred on a male pt. According to the complainant, during the procedure, two prolieve thermodiliation kits were used. The first prolieve catheter was no pressurizing and water was leaking from the heat exchanger cartridge. On the second prolieve catheter, the dilatation balloon did not inflate. Reportedly, bleeding was noticed at the end of the procedure while the bladder was being irrigated. The blood severity was "almost at hemorrhage" level. A foley catheter ( unk MFR) was placed and after five hours, the urine started clearing. The pt was sent home with the catheter, as the physician felt the pt was "well enough". The pt was to return in two or three days for follow-up and catheter removal.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.